Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and sensor pca cable were needs to be replaced to address the issue. No repair was performed. The unit will be scrapped.